Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Based on information from olympus medical systems india (omsi), omsc determined that the reported phenomenon was attributed to the failure of power supply board of the subject device. The exact cause of the failure of power supply board could not be conclusively determined, however there was the possibility that it was attributed to the aging degradation of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus medical systems india, it was found that the power of the subject device could not be turned on due to the failure of power supply board. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.